Manufacturer narrative:
The main line stopcock had cracks in two of the luer connectors. The device did not requirements for the leakage test due to the damage. It is unknown how or when the damage occurred. The patient line connection and patient line stopcock were not returned. Crazing was also observed on the luer arms of the main line stopcock. A review of the manufacturing and inspection records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the surgery, the physician found that there was a crack on the stopcock. According to the report, a new device was used to complete the operation. The report stated that the patient was stable.